Event description:
Drive devilbiss healthcare was notified of an incident with a bath bench on (B)(6). The end-user stated that the leg of her bath bench broke while in use causing her to fall and hit her head. She "called the ambulance to assist her out of the tub and then take her to the hospital and they said a doctor will come to her home since the hospital was full." She has not returned the unit. Drive devilbiss healthcare is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update as soon as additional information becomes available.